Manufacturer narrative:
All buttons functioned properly. However, moisture damage was found on keypad traces. No button error alarm was noted during testing. The insulin pump was selected several bolus unit. No bolus anomaly, ramping numbers, or scrolling bar anomalies were noted. The insulin pump was received with minor scratches on the display window, cracked case at display window corners, cracked reservoir tube lip and cracked battery tube threads.

Event description:
It is reported that a customer's numbers in on his insulin pump went "out of control" when delivering bolus. The patient's blood glucose level was at 110 mg/dl. The customer stated that there were no significant events that could lead to the button error alarm. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A new pump was shipped to the customer. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.